Manufacturer narrative:
The device was received for evaluation. During functional testing, stuck key do not work was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be both the second and fourth soft keys are visually distressed as both keys reveal the traces below them which is likely from repetitive use of the same keys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of stuck keys do not work during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.